Event description:
It has been reported to philips that the system won't boot up. The device was not in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fse replaced the flexvision pc and loaded the software. After replacement of the flexvision pc and loading of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.